Event description:
It was reported the device was explanted and replaced due to sensing difficulty and a "header problem." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
Asku

Event description:
Asku